Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was intended to control pain on the left side of the body, but stimulation was only felt on the right side, which was uncomfortable. The patient experienced an electric shock on the right side, leading to a visit to the emergency room and hospital. A hematoma developed over the area where the leads were placed, and paralysis occurred, necessitating surgery 3-4 days after the initial implant. There was a memory problem with the controller, and the date and time were set up incorrectly by the patient on accident. The implant was not charged, resulting in a "no device found" message. Magnetic resonance imaging (MRI) was needed. Agent advised the patient to charge the controller before charging the ins. Agent advised the patient to call back if still need further assistance. On (B)(6) 2025 patient called back for assistance charging the implant. Patient reported they keep seeing no device found. Agent reviewed no device found information with patient and had patient enter passive recharge mode. After a few minutes patient saw poor quality and when they hit cancel, they were able to see the batteries screen (controller 100%, implant red). Agent had patient try to start another charging session and again saw poor but after repositioning they were able to start charging excellent. Agent reviewed recharging best practices and to continue charging the implant. The rep reported they were not aware of any shocking or paralysis, the rep had provided education on re-programming and coverage. The rep was does not know if the stimulation was set too high or what interventions were performed.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-mar-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 15-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.